Event description:
Implant placed 5 month after removing teeth and performing sinus augmentation graft. Then 5 month later crowns placed, peritest readings done at crown placements. Patient loose implant while during additional dental restoration.